Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 102 mg/dl. Customer stated she was trying to give herself a bolus and the keypad was not responding, and then the device alarmed. Customer reported it was really hot and the device was probably exposed to sweat since she wears the device in her bra. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, crack reservoir tube, broken belt clip slot and cracked battery tube threads.